Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, a visual inspection of the device found damage to the lcd display and front enclosure not consistent with normal wear and tear. The lcd display will be replaced. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.